Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was indicated that the patient had bladder pain and impedance measurements were taken. The hcp reported that the patient¿s active parameters/settings were 3*0-, 1.6 v, 210, and 14 hz. The hcp stated that all case combos were 1084 and bipolars were >4000. The patient settings were adjusted to 1.0 v at 300 ¿s. The impedance results were that all case combos were 1458 and bipolars were 2734-2901¿s. It was indicated that troubleshooting resolved the issue and that the patient used the therapy to cover bladder pain. The patient was to try new programs that were put in: p1 3*0-, p2 2-c*, p3 2-0*, and p4 0-c*. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient wasn¿t getting response from the previous programs; it had been months since they¿d lost effect. It was noted that the patient had been hospitalized a month ago, in (B)(6) 2018, and the stimulation was causing them pain, so they turned it off. Today, the hcp was checking their battery and trying to reprogram the patient, and noted seeing the following impedance values: all combinations with the can were 1049 ohms; all bipoles were >4000 ohms, except 2-3 which was 2026 ohms. They programmed the patient on -2+3 and increased the amplitude; the patient was feeling stimulation in the left labia. They also programmed c+2-. It was stated that they would have the patient use the new programming options, and they would also take an xray to see if the lead appeared to be damaged. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.